Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) accelerated the patient's rhythm. Programming and medication changes were made to mitigate the issue. Guidant received additional information that the patient experienced another episode where the delivery of therapy accelerated the patient's rhythm. The patient received an inappropriate shock for svt.